Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test. The test minilink transmitter with the glucose sensor simulator and the test bg meter communicates properly to the pump. However, the unit was unable to download to carelink due to displayable history crc check failed on startup alarm found in the alarm history file. Displayable history crc check failed on startup alarm due to corrupted history file. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump discontinue connection with transmitter and blood glucose meter. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.